Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder and air/water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the forceps channel, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign material in the air/water cylinder and air/water tube. There were no reports of patient involvement.